Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the lifevest. It was reported that the patient has delicate skin and developed small patches of red irritation on her back under the therapy electrode pads and garment. A pharmacist advised the patient to use over-the-counter benadryl cream on the affected area. It was reported that the irritation had gotten better.